Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-05045 and 2134265-2016-05047 it was reported that the patient expired post procedure. The patient presented for a complex percutaneous coronary intervention (pci) procedure. The "tight" target lesion was located in the first obtuse marginal branch extending to the left main. A 1.50mm rotalink burr was used initially but experienced some deceleration through the lesion. Therefore, the physician switched to a 1.25mm rotalink burr and was able to successfully get through the lesion. The physician then switched back to the 1.50mm rotalink burr and another successful pass was made. A 3.00mm x 15mm emerge balloon catheter was then used for pre-dilation; however, the balloon ruptured. The lesion was then stented and everything looked fine. The procedure was completed. Approximately 30 minutes post-procedure, the patient complained of chest discomfort, became hypotensive and was brought back to the cath lab. Angiography was performed which showed that the stent and vessel was opened with good flow, however, the patient continued to become hypotensive. Labs were drawn and indicated a drop in hemoglobin. A balloon pump was inserted followed by a percutaneous ventricular assist device. An echocardiogram was then performed which showed a small effusion. A second echocardiogram was performed which showed the ventricle to be compressed/diminished in size. The patient was given a blood transfusion and sent for computerized tomography (CT) for further evaluation. The CT confirmed that the patient had a posterior lateral intra-myocardium wall hematoma. The patient expired later that evening.